Manufacturer narrative:
Device analysis: cylinder malfunction was reported. The ams700 device was inspected and functionally tested. One cylinder had broken fabric threads and exhibited bulging when inflated. The other cylinder had a leak due to input tube wear and avulsion with broken fabric threads. The pump was not functionally tested due to cylinder failures.

Event description:
It was reported that the patient experienced left cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, and pump were explanted and the reservoir could not be explanted due to severe encapsulation. A new 15cmx12mm ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced left cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, and pump were explanted and the reservoir could not be explanted due to severe encapsulation. A new 15cmx12mm ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.